Event description:
It was reported that during a roux-en-y bypass procedure, noise was noticed during attempted stapling, this has not occurred and then the device became unusable, even to open the stapler and use the assembled reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.